Manufacturer narrative:
Reliability analysis evaluated three sealed and nine opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were unexplained hospitalized on (B)(6) 2016 at 1 pm with a high blood glucose level of 500 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with troubleshooting the insulin pump and found that the issue was the reservoir and not the actual device. The customer was sent replacement reservoirs.